Manufacturer narrative:
Correction e1- name, address and phone number.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein ipg and leads were explanted and replaced to address the issue. Patients ipg site discomfort has resolved.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000080124

Event description:
Related manufacturer reference number: 3006705815-2024-01805 it was reported that patient experienced ineffective therapy and shocking, patients lead had high impedances. Patient is also experiencing discomfort at ipg site. As a result, surgical intervention may be undertaken to address the issues. It is unknown which lead has high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.